Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral arms on (B)(6) 2016 using a legacy coolfit applicator. A few months post treatment, the patient noticed nodular alterations, a change in the texture of the treated area, and an increase of the fat located in the arms. As there were nodular alterations, 6 sessions of vellashape and carboxitherapy were performed, in an attempt to improve the condition. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the arms on (B)(6) 2019.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral arms on (B)(6)2016 using a legacy coolfit applicator. A few months post treatment, the patient noticed nodular alterations, a change in the texture of the treated area, and an increase of the fat located in the arms. As there were nodular alterations, 6 sessions of vellashape and carboxitherapy were performed, in an attempt to improve the condition. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the arms on (B)(6)2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral arms on (B)(6) 2016 using a legacy coolfit applicator. A few months post treatment, the patient noticed nodular alterations, a change in the texture of the treated area, and an increase of the fat located in the arms. As there were nodular alterations, 6 sessions of vellashape and carboxitherapy were performed, in an attempt to improve the condition. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the arms on (B)(6) 2019.